Manufacturer narrative:
Other, other text: device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases are in excellent condition. But cracked right plunger case and no visible contamination. Event history log review was performed and found no evidence of reported problem. Visual inspection and infusion occlusion testing were performed. The customer reported problem was confirmed. According to the investigation pump was noisy when using same infusion rate as customer (150 ml / hr.). According to the investigation, the reported problem was caused by combination of motor assembly and lack of grease on worm coupling cavity causing motor noise. Service?s replaced multiple parts on the pump motor assembly and re-apply grease on worm coupling cavity. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited motor noise. No reported adverse effects.